Event description:
The initial reported there was no delay impact. However, the customer reported only a minor delay to open a new camera. Additionally, the customer reported the device was inspected prior to use, as per the instructions for use. The device malfunction was identified when connected to the machine and was rectified straight away.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial b5 delay information. Based on the results of the investigation, the cause of the phenomenon of no image has not changed from the initial investigation. The root cause of the phenomenon could not be determined. Additionally, it is likely that the procedure was slightly delayed because the device was replaced with a new camera head due to no image. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure has occurred due to a cable failure, and images are no longer displayed. The cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty cable that caused damage to the charged coupled device, and due to the damage the charged coupled device could not transmit an image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head when camera is plugged in, there is no display on the monitor. The issue was found during preparation of use for a diagnostic cystoscopy procedure. The procedure was completed with a similar device. There was no delay impact to the patient. There were no reports of patient harm.